Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a sticky trigger condition was found and then reported. Based on the investigation details, the likely cause was a damaged trigger shaft on the potted trigger assembly. The trigger assembly was replaced along with other components. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the handpiece trigger was sticking. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.